Event description:
Patient admitted after having multiple lvad alarms and complete pump stops which are believed to be secondary to faulty wires and/or dysfunction of his power module. Ungrounded cables ordered and cable exchanged performed.